Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a stuck downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. There was unknown patient involvement.